Event description:
A philips employee became aware on 07jan2026 of a journal article (published online 03feb2005) titled "excimer laser assisted angioplasty for critical limb ischemia: results of the laci belgium study". The article retrospectively reviewed two studies of patients who underwent excimer laser-assisted angioplasty for the treatment of critical limb ischemia in poor surgical bypass candidates. The lac1 study evaluated the one-month and six-month clinical outcomes, enrolling 48 patients in a multi-center registry. The procedures were performed using excimer laser systems and spectranetics laser atherectomy catheters. Initial treatment was successful in all 51 limbs. During the follow-up periods, 6 patients died; 5 cardiac disease and 1 general systemic deterioration (not related to use of the device). Ten (10) patients required minor or major amputations (MDR# 3007284006-2026-00005) and 2 patients required endovascular re-intervention. The lac2 study evaluated the one-month and six-month clinical outcomes enrolling 145 patients in a multi-center registry. The procedures were performed using excimer laser systems and spectranetics laser atherectomy catheters. Adverse events during procedure and at follow-up included 15 mortalities (MDR# 3007284006-2026-00007), 11 amputations (MDR# 3007284006-2026-00008), 2 non-fatal mi or strokes (MDR# 3007284006-2026-00012), 24 re-interventions (MDR# 3007284006-2026-00009), 1 hematoma (MDR# 3007284006-2026-00010), 1 acute limb ischemia (MDR# 3007284006-2026-00013), 3 required bypass (MDR# 3007284006-2026-00011), and 1 endarterectomy (MDR# 3007284006-2026-00014). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for each of the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 03feb2005 has been used, the date of publication. This report captures the 2 endovascular re-interventions that occurred post-procedure with use of the spectranetics devices. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B3) article citation: m. Bosiers, p. Peeters, f.v. Elst, f. Vermassen, g. Maleux, I. Fourneau, h. Massin, excimer laser assisted angioplasty for critical limb ischemia: results of the laci belgium study, european journal of vascular and endovascular surgery, volume 29, issue 6, 2005, pages 613-619, issn 1078-5884. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D1) exact brand name - not available from the journal article; however, this is for a laser atherectomy device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, 510(k), expiration date, and manufacture date. E) although the journal article originated from belgium, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. H3) the device was discarded, thus no product investigation was performed. H6) re-intervention is a known risk of complication with use of laser atherectomy devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.